Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a rotator cuff repair procedure, when the shaft of the device was pulled out after implant deployment, the inner plug could not come off the shaft. It is unknown how the procedure was finished. However, there was no surgical and no further complications were reported. Results of the investigation have concluded that the distal tip of the 'healicoil' anchor broke off which makes it a reportable event.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H2: additional information in d9. H3, h6: the reported device, used in treatment, was received for evaluation. There was relationship found between the returned device and the reported incident. An assessment of the customer provided image found the shaft is attached to the inner plug. There appears to be debris in the inner plug. No sutures or other anchors are visible. A visual inspection revealed the device was not returned with original packaging and the device has debris on it. Part of the distal tip is broken off and a piece is still on the anchor plug. It appears that anchor plug was deployed due to the debris being on and inside of anchor plug. No other physical damage is visible to the device. A functional evaluation of the returned device found that device is in working order. The inner plug was deployed from the shaft. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the raw material found the storage requirements, material specifications, and material tests were appropriately documented. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. Per the complaint details, currently we are unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. According to the product evaluation, the anchor tip was broken off and a piece was still on the anchor plug. The healicoil anchor is implantable, so if any fragments were retained inside of the patient biocompatibility is not an issue. Although we cannot rule out the possibility of local tissue irritation, micro-motion and or migration cannot be ruled out. It is unknown how the procedure was completed and there was no report of a surgical delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. There was no way to determine if the device contributed to the reported plug failing to come off the shaft. This failure was not confirmed and root cause could not be determined due to the state the device was received. The complaint was confirmed for the broken distal tip of the anchor and the root cause associated with an unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.